Event description:
According to the reporter, the device's charge switch on the apex hard paddle sticks in the depressed position and won't allow the defibrillator to charge. There was no patient associated with the reported incident.

Manufacturer narrative:
Physio-control evaluated the device and observed the apex hard paddle charge switch depressed and damage near the switch. Physio replaced the hard paddles and then observed proper device operation through functional and performance testing. The device was returned to the customer for use. Root cause for the reported event was a binding apex paddle charge switch due to damage.